Event description:
It has been reported to philips that the system shut down shortly after booting and would not start back up. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, the cause of the issue was found to be a single-phase uninterruptible power supply (ups) controller. Fse also found the single-phase data integrity battery and power distribution unit (pdu) fuses were defective. Upon the supplier's part failure analysis of the defective ups single-phase data integrity controller, the cause was found to be an electrical defect. When the ups controller works on battery power, the reading line is abnormal on the display, and the cause of the ups data integrity battery failure was determined to be an electrical defect; when using the battery controller, it turns imminently into battery failure mode. To resolve the issue, fse replaced the single-phase ups controller, single-phase data integrity battery, and pdu fuses. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.